Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 407652, implantable pacing lead, (B)(6) 2010; 419688, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that one of the patient's leads "was not working right. The doctor then turned up the volume on the lead." The lead remains in use and no patient complications have been reported as a result of this event.